Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. After preparing the sheath as usual, the physician inserted the device into the patient. Aspiration was done through the flush port, and after multiple aspirations it was noticed air was still present in the lumen. After checking and verifying all connections, the issue persisted. No air was observed inside the patient. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator still inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. During removal of the dilator, the dilator was stuck at one inch of the distal end of the dilator. The dilator was removed, and it was noted that there were small burrs on the dilator. An attempt to purge air out of the faradrive sheath by injecting deionized water into the flush lumen port was unsuccessful, as a leak from the hemostatic valves was noted. Therefore, leak testing and aspiration testing could not be performed as the sheath could not seal fluid within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Additionally, microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Removal of the valve hub cap found the inner diameter of the proximal end of the shaft to have excess adhesive, likely contributing to the difficulty removing the dilator upon analysis. Dimensional inspection of the inner diameter of the proximal end of the shaft found the access point to fit up to a 0.169-inch pin gage, which was out of specification as the measurement was smaller than the design specification of 0.173 inch. The outer diameter of the dilator was measured to be 0.170 inch, confirming incompatibility of the dilator and sheath, however, this was not the cause of the allegation as this was not present at the time of the event.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. After preparing the sheath as usual, the physician inserted the device into the patient. Aspiration was done through the flush port, and after multiple aspirations it was noticed air was still present in the lumen. After checking and verifying all connections, the issue persisted. No air was observed inside the patient. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.